Event description:
The customer reported to customer service that there were exposed wires on the ac adapter, and that when she wiggled it, it sparked. No fire or flame was observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain additional information and the original product for evaluation have been unsuccessful. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported a spark at the power supply, which could be a safety risk. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.